Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7028010. Product family: scs-extension: upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: 7028288/7034181. Product family: scs-lead fixation: upn: (B)(4) model: sc-4316, batch: 22959438.

Event description:
It was reported that the patient was not getting adequate pain relief. All device components were explanted and will not be returned.